Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the mynxgrip vascular closure device 5f balloon rupture during preparation. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon proximal neck. A product history record (phr) review of lot f1914401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon loss of pressure at prep¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors during prep are possible. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device 5f balloon rupture during preparation. There were no reported patient injuries. The device will be returned for analysis. Additional procedural details were requested but are unknown.